Manufacturer narrative:
Eval method: device mfg records were reviewed. Results: review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a neurosurgeon that a vns patient's device was explanted due to infection. MFR review the mfg records and sterilization of both generator and lead were confirmed. Good faith attempts to obtain more info regarding pt's infection have been unsuccessful to date.